Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 260 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime, but the insulin pump alarmed no delivery at three units. It was also found insulin was able to exit with a manual prime, but there were greater resistance than normal. The customer also reported their infusion site was leaking. Customer stated the leak was on the side of the adhesive. Customer was also advised their reservoir/infusion set connection may have caused the alarm. No additional information provided.